Manufacturer narrative:
Findings: unit received with blank display due to physical damage to I/b. Unit received with broken off and missing end cap sticker and motor assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is damaged. Customer's blood glucose levels were not included in the report. Nothing further was reported.